Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. The estimated remaining longevity decreased not as expected until 15%. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This s-ICD recorded a battery depletion (bd) alert. The battery status was reassessed and a new replacement window was provided. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. The estimated remaining longevity decreased not as expected until 15%. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This s-ICD recorded a battery depletion (bd) alert. The battery status is being constantly reassessed and new replacement windows are being provided. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. The estimated remaining longevity decreased more quickly than expected until 15%. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This s-ICD recorded a battery depletion (bd) alert. The battery status was being constantly reassessed and new replacement windows were being provided. This device was replaced. Other than undergoing the replacement procedure, the patient experienced no additional adverse effects. Boston scientific has made three attempt to retrieve the device however no response was received; the device is not expected to be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. The estimated remaining longevity decreased more quickly than expected until 15%. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This s-ICD recorded a battery depletion (bd) alert. The battery status was being constantly reassessed and new replacement windows were being provided. This device was replaced and returned for analysis. Other than undergoing the replacement procedure, the patient experienced no additional adverse effects.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should further pertinent information be provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. The product has been received for analysis. This report will be updated upon completion of analysis, should further pertinent information be provided. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. The estimated remaining longevity decreased more quickly than expected until 15%. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This s-ICD recorded a battery depletion (bd) alert. The battery status was being constantly reassessed and new replacement windows were being provided. This device was replaced and returned for analysis. Other than undergoing the replacement procedure, the patient experienced no additional adverse effects.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The estimated longevity of 15% was not as expected. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The plant is to reassess the battery status later on. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.